Manufacturer narrative:
.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 09/12/2014 with the following findings: the complaint could not be investigated due to an unrelated issue. The keypad was found to be intact; no peeling or lifting was observed. There was no evidence of keypad contamination under the key contacts. Moisture was visible behind the display. Leak test found to a pump case leak. The pump powered on with a blank display screen. Moisture was observed on the printed circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.